Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The product lot number was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
A report from the field indicated that a (B)(6) year old female patient with a medical history of currently undergoing treatment of a malignant tumor underwent a mechanical thrombectomy procedure using 5 x 33mm embotrap ii (et009533/unknown lot#) revascularization device at the target lesion of the m2 segment of the right mca and experienced consciousness disorder secondary to a hemorrhagic infarction post procedure. It was reported that the embotrap was used as per the instructions for use (IFU). The thrombus was hard and a guidewire was not able to cross the main artery. There were two branches and two passes were made, one pass per branch. A small thrombus was removed which indicated that the device was able to cross the main trunk between the m1 and m2. The physician made two additional passes with a solitaire (medtronic) revascularization device in which reopening was finally achieved and resulted in a mtici score of 2c. However, post procedure a CT scan revealed a hemorrhagic infarction. As per the doctor¿s comment, the adverse event is not related to the embotrap because the bleeding must be associated with reperfusion of the original infarct lesion. The patient¿s blood pressure has been controlled and the patient has been followed up by rest management. As per the doctor, the event of consciousness disorder is not considered serious because it is a symptom of the hemorrhagic infarction. The patient experienced consciousness disorder immediately after the operation but it improved. The hemorrhagic infarction was confirmed by clinical and imaging findings. The patient has been hospitalized and it is undecided whether additional treatment will be provided at this time.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch report: b5, g3, g6, h2 and h10. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: a report from the field indicated that a 75 year old female patient with a medical history of currently undergoing treatment of a malignant tumor underwent a mechanical thrombectomy procedure using 5 x 33mm embotrap ii (et009533/unknown lot#) revascularization device at the target lesion of the m2 segment of the right mca and experienced consciousness disorder secondary to a hemorrhagic infarction post procedure. It was reported that the embotrap was used as per the instructions for use (IFU). The thrombus was hard and a guidewire was not able to cross the main artery. There were two branches and two passes were made, one pass per branch. A small thrombus was removed which indicated that the device was able to cross the main trunk between the m1 and m2. The physician made two additional passes with a solitaire (medtronic) revascularization device in which reopening was finally achieved and resulted in a mtici score of 2c. However, post procedure a CT scan revealed a hemorrhagic infarction. As per the doctor¿s comment, the adverse event is not related to the embotrap because the bleeding must be associated with reperfusion of the original infarct lesion. The patient¿s blood pressure has been controlled and the patient has been followed up by rest management. As per the doctor, the event of consciousness disorder is not considered serious because it is a symptom of the hemorrhagic infarction. The patient experienced consciousness disorder immediately after the operation but it improved. The hemorrhagic infarction was confirmed by clinical and imaging findings. The patient has been hospitalized and it is undecided whether additional treatment will be provided at this time. Additional information received indicates that the lot # of the embotrap device is unknown. Furthermore, information regarding the severity of the cerebral hemorrhage (hemorrhagic transformation) was not available but it was reported that the patient¿s condition was improved. The device was discarded; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. Hemorrhagic transformation of stroke after revascularization is a known occurrence in the setting of an infarcted brain. The embotrap ii revascularization device is intended to restore blood flow in the neurovasculature by removing thrombus in patients experiencing ischemic stroke within 8 hours of symptom onset. Patients who are ineligible for intravenous tissue plasminogen activator (IV t-pa) or who fail IV t-pa therapy are candidates for treatment. The root cause of the event cannot be conclusively determined; however, according to the referenced literature, hemorrhagic transformation (ht), which refers to a spectrum of ischemia-related brain hemorrhage, is a complex and multifactorial phenomenon. Because of the loss of normal autoregulation in the vessels supplying the infarcted tissues with the inability to retain blood inside of the arteries, the risk of hemorrhage will occur with return of normal blood flow. The use of thrombolytics also puts the patient at a higher risk for experience a hemorrhagic stroke. The incidence of spontaneous hemorrhagic transformation ranges from 38% to 71% in autopsy studies and from 13% to 43% in CT studies. More attention should be paid to patients with acute cerebral infarction, particularly massive infarction, cortical infarction, atrial fibrillation and cerebral embolism, hyperglycemia, low total cholesterol (tc) and low-density lipoprotein cholesterol (ldlc) levels, low platelet count, poor collateral vessels, thrombolytic treatment, increased globulin, early CT signs, hyperdense middle cerebral artery signs (hmcas) and other predictors. In this case, the patient experienced a loss of consciousness secondary to a hemorrhagic infarction which is a typical sign and symptom of hemorrhagic conversion. There was no report of vessel trauma or injury associated with the event. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. .